Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was discovered that the gear on the battery handpiece device was blocked and the device was ¿untight¿. It was further reported that there were cleaning agents in the device that were blocking various parts, the housing was damaged, the color ring on the coupling head was missing and the triggers were jammed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be construction/ design was faulty. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.